Event description:
It was reported that the bd microfine¿ + pen needle was blocked while priming the medication during use. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: the drug solution did not come out upon priming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-feb-2023. H6: investigation summary one open 31g x 5mm pen needle sample and one photo were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photo and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microfine¿ + pen needle was blocked while priming the medication during use. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: the drug solution did not come out upon priming."